Event description:
It was reported that a malfunction alarm occurred. Reportedly the customer continued to use the pump for insulin therapy. Reportedly the customer continued to use the pump for insulin therapy.